Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the surgery it was noted that the left ventricular lead had capture through psa. Once lead was connected to pulse generator, no capture and impedance of 1645 ohms was noted. There were no patient consequences.

Event description:
New information available on (B)(6) 2018 states that the lead was noted to be fractured. The lead was not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.